Event description:
It was reported by this site that when using CT perfusion 4 application to aid in an assessment of brain perfusion, the visual interpretation of the parametric maps is much more difficult due to noise. This is general concern reported by the user and did not affect a specific patient. There has been no injury reported due to this issue. This issue could potentially lead to delay in treatment of brian stroke.

Manufacturer narrative:
Ge engineering investigated the data received from a similar complaint and confirmed that this issue is related to the noise in the perfusion maps caused by shuttle acquisition. When using ctp4 algorithm (standard default settings) on shuttle acquisitions, the noise level in the mean transit time and blood flow maps can prevent the user form clearly seeing a subtle perfusion defect. Software settings (temporal interpolation, spatial smoothing) adjustment can minimize the noise on the functional maps. These settings may also be saved as user preferences (new default settings). These settings adjustments are described in operator manual and available to the users, however, the instruction may not provide the necessary information that emphasizes the use of this ability.